Event description:
In (B)(4) 2023, dr. (B)(4), president of (B)(4), signed a distribution agreement with guangdong youkey medical co., ltd., to market and sell (B)(4) units of the p50 pocket ultrasound. These devices are promoted as enabling diagnostic imaging "anywhere, anytime" specifically designed to perform reliably in rural and emergent conditions where complex technological setups are not feasible. Upon initiating sales, (B)(4) received customer complaints regarding frequent disconnections between the ultrasound probe and the tablet interface. This issue significantly impacts the device's usability in critical and time-sensitive scenarios. In response to these complaints, (B)(4) engineers conducted extensive in-office testing to evaluate the disconnection issues with the p50 units across android, windows, and ios tablets. Utilizing the latest software versions-ios 1.1.12, windows 2.3.30, and android 2.2.12-on a 5th generation ipad air, samsung a7, and windows surface go 3, we observed consistent disruptions between the probe and the tablets during basic anatomical examinations. After ruling out potential issues with ram and firmware compatibility, our engineering team has determined that the root cause of these disconnections lies in the suboptimal placement of the wi-fi antenna within the device's handle. We have comprehensive documentation of this disconnection, by serial number, for each twelve p50 units that remain in our company's possession. (B)(4) is deeply concerned about the impact these disconnection issues have on the accuracy and reliability of imaging performed with the p50 units. The intermittent functionality of the device compromises the ability of professionals to perform accurate assessments, posing a significant risk to patient outcomes. Customer reports indicate that imaging performed with the p50 units often yielded inconclusive diagnostic results due to the disruptions in the interface during screening. Reference reports mw5167787, mw5167788, mw5167789, mw5167790, mw5167791, mw5167792, mw5167793, mw5167794, mw5167796, mw5167797, mw5167798.